Manufacturer narrative:
The complaint can be verified. The up button does not operate. The connection of the up flex print is interrupted.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported the down button on the infusion device would not respond when she attempted to bolus. The failure is constant, and the infusion device was not dropped in the last 48 hours. She has used this infusion device for approximately 5.5 years and boluses 2 times per day. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.